Manufacturer narrative:
(B)(4). Method: only the swivels from three rt265 infant dual-heated evaqua2 breathing circuits were returned to fph in (B)(6) for evaluation, where they were visually inspected and pressure tested. Results: visual inspection revealed all three swivels had a crack along one of the swivel wye ports. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. In the meantime we have implemented additional measures in the molding process on the production line to prevent this issue recurring. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit was popping apart and causing a leak. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en-route to fph in (B)(4) for evaluation, to determine if it caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit was popping apart and causing a leak. There was no patient consequence.